Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer had an argument with someone at the home and wound up drinking more than they should have. The customer was at 143 mg/dl at the time of the call. The customer was given insulin to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also had a low of less than 7 mg/dl after over treating for the high. The insulin pump will not be returned for analysis.